Manufacturer narrative:
Correction: there is no information on whether this was initial use of the device. Manufacturer narrative: 4 boxes of the affected lot uk57 were received from the distributor. The samples are under investigation in order to establish the root cause of the problem. Another customer complaint was received reporting needle corrosion on the same product, but a different lot (rw55). A revision 2 of the recall (fan 915-352) was issued on november 9th, 2016 on the affected lot (rw55). No products from the affected lot has been sold in the us. A separate MDR will be submitted on the new customer complaint. Radiometer originally sent this report on the date stated, but with an incorrect report number. This is a resubmission of the original report, as agreed with cdrh.

Manufacturer narrative:
A recall was issued on august 31st, 2016 on the affected lot (fan 915-352). No products from the affected lot has been sold in the us. Visual inspection of the affected samplers confirm a brown coating on the needle. Additional samplers from the affected lot were received by radiometer. These are under investigation in order to establish the root cause of this event. Radiometer originally sent this report on the date stated, but with an incorrect report number. This is a resubmission of the original report, as agreed with cdrh.

Manufacturer narrative:
The reference stock of the affected lot has been visually inspected and no problems were found. Two of the affected samplers were received for inspection. The coating one the two samplers is, clearly visible. Further investigation is planned in order to identify the composition of the coating on the needles. A recall will be conducted on the affected lot (fan 915-352). No products from the affected lot has been sold in the USA.

Event description:
According to the complaint, the needle on the pico70 blood sampler "looks like rust". The sampler was not taken into clinical use, as the user detected the needle coating.